Event description:
It was reported that the target lesion was in the right coronary artery (rca) that was moderately tortuous and heavily calcified, with a 90% stenosis. Predilatation was performed with a non-abbott balloon and a 2.5x23 mm xience v stent was deployed in the distal rca, and a 2.5x28 mm xience v was deployed in the proximal rca; however, a dissection was observed at the proximal edge of the 2.5x28 mm xience v stent after deployment. Another 2.5x28 mm xience v was delivered to cover the dissection; however, the tip of the stent delivery system (sds) catheter met resistance with the heavily calcified lesion and would not cross. After withdrawal of the sds, the proximal stent struts were found to be flared. A 2.5x23 mm xience v was deployed overlapping the proximal edge of the 2.5x28 mm xience v to fully cover the dissection and complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough, guide cath: launcher. There were no reported product deficiencies. The reported patient effect of dissection is listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.